Event description:
It was reported that on (B)(6) 2014 the 4.0 x 28 mm xience pro stent was used during a coronary artery procedure to treat a lesion. It was later noted that the device was expired. The device expired on 06/13/2014. There were no adverse patient effects or a clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for use after expiration from this lot. Based on the reviewed information, no product deficiency was identified. It should be noted that the xience pro everolimus eluting coronary stent system instructions for use (IFU) states: note the use by date. The xience pro is currently not commercially available in the us. The product and the PMA# listed are based on the predicate device (xience v) and is therefore similar to a device sold in the u.s.